Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: migration and malposition.

Event description:
Healthcare professional reported through national breast implant registry (nbir) a "device migration/implant malposition" and "change shape/size/style". This record is for the right side. The device was explanted and replaced.